Event description:
As reported by our french affiliates, approximately 7 months post implant of a 23 mm sapien 3 valve in the aortic position, the patient underwent a valve-in-valve transcatheter aortic valve replacement (tavr) via transfemoral access. The procedure was indicated due to severe hemodynamic structural valve deterioration (svd stage 3) with stenosis and a 40-mmhg invasive gradient. The patient was presenting nyha iii symptoms with dyspnea. The planned procedure involved transfemoral access with a 23 mm sapien 3u valve and post-dilation using a non-compliant balloon. A new sapien 3 valve was implanted within the existing transcatheter heart valve. Post-implantation, the patient experienced a large intra-prosthetic leak due to a probable leaflet tear during post-dilation of the s3u valve with a 24 mm non-edwards balloon. This required the implantation of another 23 mm edwardss3u valve to resolve the leak (viviv). The patient also experienced paroxysmal av block episodes which occurred intraprocedurally, requiring pacemaker implantation. Two days post valve in valve in valve, on discharge, an echocardiography revealed moderately stenosed dysfunction of the valve-in-valve-in valve sapien3u 23 mm tavi, with a mean gradient of 31 mmhg and valve area of 1.3 cm', likely due to prosthesis-patient mismatch. The care team planned to reassess the patient's symptoms and echocardiographic findings, indicating that further intervention may be considered. Furthermore, at the 30-day follow-up, transthoracic echocardiography showed a persistently elevated aortic mean gradient of 23 mmhg.

Manufacturer narrative:
This is three of three manufacturers being submitted for this case. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), arrhythmias and conduction system defects which may or may not require a permanent pacemaker implantation are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the tvr procedure. According to the literature review, and as documented in ew clinical technical summary for complaints, conduction disturbances/ heart block, atrioventricular conduction disturbances after tvr are associated with many patient related and procedural related factors, including pre-operative comorbid status, the degree, and bulkiness of annular calcification, interventricular septal thickness, history of electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional aortic valve replacement (avr), where there may be localized trauma due to decalcification of the annulus and suture placement in the proximity of the atrioventricular (av) node or the bundles, the transcatheter heart valve may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tvr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to a limited amount of information received, it is unknown what could have caused or contributed to the heart block. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received on the duration of initial implant. The following sections have been updated: b4, b5, g3, g6, h2, h11. The previously submitted codes and investigation narrative remain unchanged.

Event description:
As reported by our french affiliates, approximately 7 years and 6 months post implant of a 23 mm sapien 3 valve in the aortic position, the patient underwent a valve-in-valve transcatheter aortic valve replacement (tavr) via transfemoral access. The procedure was indicated due to severe hemodynamic structural valve deterioration (svd stage 3) with stenosis, calcification and a 40-mmhg invasive gradient. The patient was presenting nyha iii symptoms with dyspnea. The planned procedure involved transfemoral access with a 23 mm sapien 3u valve and post-dilation using a non-compliant balloon. A new sapien 3 valve was implanted within the existing transcatheter heart valve. Post-implantation, the patient experienced a large intra-prosthetic leak due to a probable leaflet tear during post-dilation of the s3u valve with a 24 mm non-edwards balloon. This required the implantation of another 23 mm edward ss3u valve to resolve the leak (viviv). The patient also experienced paroxysmal av block episodes which occurred intraprocedurally, requiring pacemaker implantation. Two days post valve in valve in valve, on discharge, an echocardiography revealed moderately stenosed dysfunction of the valve-in-valve-in valve sapien3u 23 mm tavi, with a mean gradient of 31 mmhg and valve area of 1.3 cm2, likely due to prosthesis-patient mismatch. The care team planned to reassess the patient's symptoms and echocardiographic findings, indicating that further intervention may be considered. Furthermore, at the 30-day follow-up, transthoracic echocardiography showed a persistently elevated aortic mean gradient of 23 mmhg.

Manufacturer narrative:
A supplemental MDR is being submitted due to the completion of the investigation. The following sections have been updated or corrected. B4, g3, g6, h2, h6, h11. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with the use of bioprosthetic heart valves. The IFU warns that incorrect sizing of the valve may lead to residual gradient (patient prosthesis mismatch). In addition, it cautions that residual mean gradient may be higher in a 'thv-in-failing prosthesis' configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. The valve academic research consortium-3 (varc-3) defines nonstructural valve dysfunction (nsvd) as any abnormality, not intrinsic to the prosthetic valve, resulting in valve dysfunction. Examples include paravalvular regurgitation, leaflet entrapment by pannus, prosthesis-patient mismatch (ppm), and inappropriate positioning or sizing. Prothesis-patient mismatch (ppm) refers to structurally and functionally normal prosthetic valves with an effective orifice area (eoa) physiologically smaller compared to the patient's body surface area (bsa) and cardiac output, thus resulting in abnormally high post-operative gradients. Based on varc-3, for an aortic valve prosthesis, severe ppm is defined by an indexed effective orifice area (ieoa) of 0.65 cm2/m2 and ieoa of '0.55 cm2/m2 for those with body mass index '30 kg/m2. In the mitral position, ppm occurs when there is residual mitral stenosis with higher trans-mitral gradients after mitral valve replacement. For a mitral valve prosthesis, severe ppm is defined as an ieoa of '0.9 cm2/m and ieoa of '0.75 cm2/m2 for those with body mass index '30 kg/m2. Literature review suggest that predictors of ppm after surgical valve replacement include older age, female sex, hypertension, diabetes mellitus, renal failure, larger bsa, larger body mass index, smaller baseline eoa, smaller landing zone diameter and the utilization of a bioprosthesis. The possibility of prosthesis-patient mismatch should be considered in cases of consistently increased transprosthetic gradients with normal leaflet motion (in the absence of significant regurgitation). The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Per to the IFU, it is important that the manufacturer, model and size of the preexisting prosthesis be determined, so that the appropriate valve can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the inner diameter as possible. The IFU mentions that post-procedure and follow-up assessment of transcatheter heart valve performance by doppler echocardiography may be impacted by inherent limitations in the bernoulli equation used to determine measurements such as mean gradient, eoa, and prosthesis-patient mismatch. These limitations may lead to an overstating or understating of valve performance measurements after valve implantation. Per the IFU and varc-3, a post-procedural echocardiogram should be used to establish a baseline from which future follow-up visits are compared to, especially if prosthesis-patient mismatch is present after valve implantation. Per the instructions for use (IFU), arrhythmias and conduction system defects which may or may not require a permanent pacemaker implantation are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the tvr procedure. According to the literature review, and as documented in ew clinical technical summary for complaints, conduction disturbances/ heart block, atrioventricular conduction disturbances after tvr are associated with many patient related and procedural related factors, including preoperative comorbid status, the degree, and bulkiness of annular calcification, interventricular septal thickness, history of electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional aortic valve replacement (avr), where there may be localized trauma due to decalcification of the annulus and suture placement in the proximity of the atrioventricular (av) node or the bundles, the transcatheter heart valve may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tvr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient condition and/or procedural factors may have caused or contributed to this event but a definite root cause was unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.